Manufacturer narrative:
Initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2018, it was noted that six (6) small hexagonal screwdrivers with holding sleeve with phenolic, wooden style handles are causing a brown stain. There was no patient or surgical involvement. This report is for one (1) handle with quick coupling. This is report 6 of 6 for (B)(4).